Manufacturer narrative:
The ventilator is pending evaluation and repair. (B)(4).

Event description:
It was reported by a customer in (B)(6) that an ht70 ventilator "pressure support", "pressure cycle off", and "trend" buttons had disappeared. Additionally, the "alarm silence/reset" button was unresponsive. There was no reported patient involvement.